Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm for two days. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer was reporting a past event. The customer reported that the alarm did not occur during fill tubing. The customer reported that the event was resolved by reservoir change. The device will not be returned for analysis.